Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer's blood glucose was 400 - 600 mg/dl. Cause was not known. Correction boluses via the pump and manual dose injections were given to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.